Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that the patient could not hear the operator over the intercom. A philips field service engineer (fse) also reported that the operator could not hear the patient via the intercom. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
The customer reported that the patient could not hear the operator over the intercom. A philips field service engineer (fse) also reported that the operator could not hear the patient via the intercom. This issue occurred on an mx 16 slice CT system. The customer confirmed with the philips help desk that there was no patient impact and no harm as a result of this event. The philips fse visited the customer site and confirmed the customer¿s allegation that the horn (intercom) did not ring. The respiratory navigation board and CT box assembly were replaced to correct and resolve the malfunction. The system is operational and in clinical use. This event has been determined not to be a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.